Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that after use air bubbles were discovered in syringe with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from chinese to english: the customer found 1ea abg needle has air bubble.